Event description:
New information received notes that bluetooth telemetry loss was due to excessive bluetooth telemetry.

Event description:
New information received notes that the patient was seen in clinic and the bluetooth telemetry was restored. However, it was then found to re-exhibited bluetooth telemetry loss afterwards again. No further intervention was performed. No patient consequences reported.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.